Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no adverse impact to the customer's blood glucose level due to the reported issue. Multiple contact attempts were made by tandem clinical support to obtain additional information regarding the issue; however, no response was received from the customer.